Event description:
4.5 zodiac tap broke during pedicle preparation. The instrument was used with a power source and snapped in half, leaving the threaded portion stuck in the patient's bone. The case was tumor removal on male patient. The broken part was removed and the patient was not hurt.

Manufacturer narrative:
An evaluation of the device history records and the returned instrument revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released according to design specifications. Analysis of the device indicates that the instrument appears to have been subjected to an excessive torque load likely due to the use under power. The examination also indicated that the failure occurred via the tap twisting and ultimately breaking. Zodiac taps are not intended to be used under power. Surgical technique (lit-83065) provides direction as to manual instrumentation (modular ratcheting t-handle) provided within the surgical set to properly create a threaded pathway in order to facilitate screw insertion.